Manufacturer narrative:
Initial analysis: acist's initial analysis indicated that under high pressure use of the acist sys, the contrast port of the syringe may fracture during the injection. Further info was obtained from the field. It was determined that the majority of reported fractures occurred while using a high-flow rate and small catheters. Root cause: using the analysis of the failed a2000 syringes, as well as post market info, and fundamental engineering insights, the root cause of the failure was determined to be inadequate molding process. Process settings, in particular injection pressure, post injection pressure, and post injection time was creating mold fill and cooling rate variation that resulted in meld lines and weaker material structure. While there was some supporting evidence that resin moisture content was outside of the MFR's recommendation no conclusive evidence indicates the material in these lots had unacceptable moisture content or that it was sufficient to impact material strength. And the testing associated with the process changes the post injection pressure and time provides conclusive evidence to support the molding factors being the root cause. Corrective action: as an add'l part of prod release, acist has implemented burst testing of a sample from each mfg lot produced. Lots are not released for distribution if samples fracture in the contrast port below 1700 psi.

Event description:
User facility reported: pt undergoing cardiac catheterization procedure utilizing acist sys to inject contrast solution into left ventricle. The constrast media was omnipaque 350. Injection rate was 12 cc/second for a total of 30cc; pressure limit set at 963 psi (default); 0.8 rate of rise. Injection was through a 5fr angled pigtail catheter. Near the end of the injection (estimate 20-25cc volume delivered) the male threaded portion of the syringe separated from the syringe body. Upon visual inspection at our level, we could see where the plastic male threaded connector actually fractured and broke apart. This is rather concerning because during the injection, this created an "open" sys exposing the pt's ventricle to ambient air via the catheter and injection tubing. There are sensors to prevent injection of air; however, I would not rely on this as an absolute in preventing air injection into the pt's arterial sys at the level of the left ventricle ascending aorta. I contacted the co sales rep. Who acknowledged that there have been problems in the past with the mfg process, resulting in syringes coming apart. I asked if there had been a recall and he indicated that there had not been. I explained that I had not been informed by the co in any official manner to look for lot #s of bad prod. I was told that this problem has not been isolated to a specific lot #. I was told that this has occurred in about 12 states, but not reported as a problem. I then expressed my concern about confidence in the materials we had in stock. Don mittman (acist vascular sales specialist) had a co rep. Contact me. I reported the incident to the co rep. Who asked me for the lot #s of the defective prod and inventory levels. She said they would express ship replacement prod to replace all inventory. We have had nuisance problems with this sys in the past, but nothing this clear and evident of a materials failure. Dates of use: 2007. Diagnosis or reason for use; cardiac catheterization. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).